Event description:
Info received by mail. Consumer alleges experiencing a hypoglycemic event while a passenger in a vehicle driven by her husband. The date of the event is documented as (B)(6)2007. According to the documents received, ms. (B)(6) alleges experiencing violent convulsions and involuntary movements which resulted in a spinal burst fracture. Ms. (B)(6) alleged receiving the following results on her paradigm link meter (sn unk) using bd test strips lot#: 6064293 (exp 10/2008) that day prior to the event: 171 mg/dl time unk, 158 mg/dl time unk, 173 mg/dl time unk, 169 mg/dl time unk. No consumer contact was made with (B)(4) customer care's 24/7 dept. As instructed on the blood glucose meter and test strip boxes. Therefore, there was no opportunity to troubleshoot the device and test the integrity of the test strips. No opportunity was given to assess the technique or storage habits of the consumer according to nova's directions for use to determine the integrity of the test strips being used. There was no opportunity to access the activities or diet of the consumer prior to the event. No opportunity was given to assess the operation of the insulin pump being used by ms. (B)(6) at the time of the event.

Manufacturer narrative:
No return of product is expected.